Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced pyrexia and hospitalization was prolonged. On (B)(6) 2017, an x-ray revealed shadows in the gastric fistula site and an intra-abdominal abscess was found. On (B)(6) 2017, the patient underwent drainage of the intra-abdominal abscess and the patient made good progress. Per reporting physician, causal relationship of the pyrexia was reported as not related to duodopa, nj-tube placement, j tube placement, infusion pump, nj-tube, peg tube, j-tube and cassette and possible to the gastrostomy. Causal relationship of the intra-abdominal abscess was reported as not related to duodopa, nj-tube placement, j-tube placement, infusion pump, nj-tube, peg tube, j-tube and cassette and possible to the gastrostomy.